Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm. Customer's blood glucose was 280 mg/dl. Customer mentioned to have low blood glucose due to over-bolusing. Customer's blood glucose was 45 mg/dl. After troubleshooting, customer was advised the battery cap will be replaced and a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.